Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results wer 98mg/dl, 200mg/dl, 135mg/dl. Tests wer done < 10 minutes apart with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.